Event description:
The customer contacted baxter's technical service center regarding a caregiver (cg) requesting a swap and stating that the hc was overfilling the home patient (hp), which occurred on the homechoice (hc) during use. The cg stated that they spoke with the nurse and they would like the hc swapped because it was overfilling their grandfather. The technical service representative (tsr) reviewed the therapy log for most recent therapy: the initial drain volume (idv) equaled 1892ml, the last fill volume (lfv) equaled 992ml, the total fill was 9529ml, the total drain was 9460ml, the ultra filtration (uf) was -69ml, there were no bypasses, and there were no alarms. The tsr asked the cg when the home patient (hp) was feeling overfilled and they stated they did not know. The tsr asked if was during therapy or after therapy and they states they did not know. The tsr was unable to get any more information. The tsr agreed to swap so that the therapy log could be evaluated. The peritoneal dialysis registered nurse (pdrn) told the cg to have the hp use the current hc that night. The hc was being swapped. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation and has been requested. However, the device has not been received for evaluation as of yet. If the device is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The event log review did not find any keystrokes, programming, or use related events that would indicate and/or contribute to the problem. The one hour therapy was completed without errors during sample evaluation. The reported issue was not confirmed. The assignable cause was undetermined. Review of previous service records did not show a relationship or potential cause for the reported condition.